Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had intermittent high blood glucose (bg) levels (334-500 mg/dl). The high bgs were addressed using the pump and insulin injections. The bgs had not lowered. The customer did not know what caused the high bg and reverted to using insulin injections to manage diabetes. The bg level dropped to 183 mg/dl; however, the customer did not think the injections were bringing the bgs down as well as they should. A pump system check was performed and no device issue was found. The customer thought that there may be scar tissue in the area of the infusion set site. The customer was to speak to a healthcare provider about the high bg levels.